Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, maryland bipolar forceps instrument mounted on arm 2 was firing by itself. No relevant logs found in the history. The intuitive surgical, inc. (Isi) technical support engineer (tse) asked to reseat instrument and energy cord. The issue was resolved, and the instrument was firing on surgeon's command only. On 12-june-2023, intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the reporter was unable to provide further information about the issue and she stated that it was just a connection issue that was solved immediately. The instrument will not be returned.

Manufacturer narrative:
Based on the claim against the product by the customer noting maryland bipolar forceps instrument was firing on its own, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. An intuitive surgical, inc (isi) technical support engineer (tse) was contacted for troubleshooting assistance. The tse asked the customer to reseat instrument and energy cord. The issue was resolved, and the instrument was firing on surgeon's command only. The system was working properly, and no additional action was required as the issue was resolved. The customer stated the instrument will not be returned to isi.